Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. In addition, it was reported that pump usb port was observed to be damaged. There was no reported impact to the customer¿s blood glucose level. The customer declined to troubleshoot with tandem technical support.